Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing 95 units while caller expected 140 units, and issue was no longer active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, and technical support advised customer to call back for troubleshooting if problem occurred again, which customer acknowledged.